Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not implanted successfully due to non-conversion of initial defibrillation threshold (dft) tests. External shocks were required to convert the rhythm. The physician elected to not implant a replacement at this time, but the physician will likely implant a new transvenous system from a different manufacturer in the future. No additional adverse patient effects were reported outside of the implant procedure. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not implanted successfully due to non-conversion of initial defibrillation threshold (dft) tests. External shocks were required to convert the rhythm. The physician elected to not implant a replacement at this time, but the physician will likely implant a new transvenous system from a different manufacturer in the future. No additional adverse patient effects were reported outside of the implant procedure. This product has been received by boston scientific for further investigation.